Event description:
It was reported that this implantable lead exhibited impedance issue, loss of capture and high pacing thresholds due to dislodgment. As a result, the lead was explanted, and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Dislodgement was confirmed based on the observation of many twists throughout the lead body. This type of damage may indicate twiddler's syndrome. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable lead exhibited impedance issue, loss of capture and high pacing thresholds due to dislodgment. As a result, the lead was explanted, and a new lead was successfully implanted. No additional adverse patient effects were reported.